Event description:
Blood was noted a the proximal marker when the iab was inserted through the sheath. The iab was not returned to datascope for eval. The iab was discarded by the facility. On 8/24/98, the following was reported to datascope; the iab was removed and another was inserted. There was no pt injury or complication as a result of the event. The pt has since expired following open heart-bypass surgery. [Event complications]: none from the event-reported 8/12/98 and 8/24/98. [Pt's current status]: expired-rpt'd 8/24/98.